Event description:
During removal of the suction irrigator, dark brown gritty fluid was noted to be leaking from the battery component. Apparently the irrigation fluid was suctioned into the battery compartment.